Manufacturer narrative:
(B)(4). Estimated date of event (reported as occurred in (B)(6) 2014). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with 6f sheath after a interventional percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, while pulling out the plunger, no sutures came out. The lever was released and the device was withdrawn up to the guide wire entry point where broken sutures were seen. The access site was rewired and a second proglide device from a different lot was used to achieve hemostasis. A hematoma smaller than 5mm was observed. There was no treatment required for the hematoma. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture break was confirmed. The observed posterior needle tip showing no indication of engagement with the posterior cuff indicates a posterior needle to cuff miss/suture retrieval issue likely occurred which would appear very similar to the reported suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.